Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a device changeout procedure, the pulse generator was found to be operating in backup vvi mode. During the procedure, a loss of output was observed. The device was successfully explanted and replaced.